Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the interface was not functioning. There were no patient issues.

Manufacturer narrative:
Analysis found that the customer's complaint of interface not functioning could not be verified. The broken cable clip and worn wave washer were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.